Event description:
It was reported that an ilet pump¿s touchscreen was cracked while in the user¿s pocket, after which the device could not be unlocked and meal announcements did not function, and the device was deemed nonfunctional. Symptoms included no adverse clinical effects, and blood glucose was reportedly unaffected. Outcomes included replacement of the ilet and guidance to use backup therapy and continue cgm via dexcom app or receiver. Investigation included verification of shipping and return logistics, instructions to shut down the device, and direction to sync data to the mobile app before return. Investigation of this device revealed a damaged front display consistent with a cracked screen leading to impaired user interface and loss of intended device function. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to handling.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.